Event description:
It was reported that during an unknown procedure, no 'crunch' was heard after firing and the washer wasn't cut. The tissue cut, but the staples were malformed. Changed to a new device to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: was the device fired plastic to plastic? ¿ yes. Where was the staple height indicator at when the device was fired? ¿ 1~1.5mm.